Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Event description:
The account alleges they experienced more episodes of distal embolization than in the past, the cliniian had to remove the introducer several times, each time noticing a lot of thrombus in the introducer. No additional patient consequence to report.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed and a root cause could not be determined. An unopened unit from the same lot was returned from the user and examined visually. No irregularities were identified. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were identified.